Event description:
It was reported that there was atrial undersensing occurring and the thresholds have increased. It was noted that the patient had bypass surgery seven to ten days ago and that lead changes could be due to surgery or medications. The lead remains in use as it will continue to be watched. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator, implanted: (B)(6) 2003; 5024m-52 implantable pacing lead, implanted: (B)(6) 1994. (B)(4).